Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The morning following an atrial fibrillation procedure that took place on (B)(6) 2023 the patient complained of chest pain, shortness of breath, and fluid overload, which was diagnosed as pericarditis. The chest pain worsened with deep inspiration and the patient lying flat. The patient was started on colchicine.